Manufacturer narrative:
The lot number for the devices was provided and a lot history review was performed. Two MRI l/p ports were returned for evaluation. The investigation is not confirmed for leakage as only the port was returned. The definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 0603880c implantable port experienced a fluid leak. These reports were received from various sources. Of the two events, both involved patients with no reported patient injury. The patients¿ age, sex, and weight were not provided.

Manufacturer narrative:
For both of the reported events, the devices were not returned to the manufacturer, limiting investigation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged leak as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The devices are labeled for single use.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 0603880c implantable port experienced a fluid leak. These reports were received from various sources. Of the two events, both involved patients with no reported patient injury. The patients¿ age, sex, and weight were not provided. The 0603880c implantable ports were not returned to the manufacturer, limiting investigation.